Event description:
It was reported that the customer had metal flaking in 4 of their last 5 shoulder procedures. Allegedly, the shaver almost appears to stutter or skip. It was further reported that different handpieces, footpedals and tps consoles were used and the metal is still being seen.

Manufacturer narrative:
Additional information will be provided once investigation is completed.